Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the helix would not extend of the right ventricular lead body. The physician attempted outside of the patient and helix would still not extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued and the helix was bent consistent with procedural damage. Due to the as received condition of the helix, the helix mechanism test was not performed. The cause of the reported event was due to helix being bent and clogged with blood/tissue and overtorqued inner coil consistent with procedural damage.